Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the pump locked in place but positioned into aorta and was removed and replaced. Additionally, oozing was noted to be present at the access site; however, the angle was not being maintained due to fem stop. The doctor wanted fem stop removed. The nurse was educated on angle matching and forward tension sutures when removed to assess if oozing present was due to access versus angle.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.